Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider. Per the user guide the customer must properly cycle the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjev brand insulin and using pump supplies longer than 72 hours with mobi pump, this is considered off label insulin. Additionally, the customer does not follow the load procedure, tandem technical support discussed the importance of following prompts for mobi load cartridge sequence. There was no adverse impact to customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.